Manufacturer narrative:
D10: concomittants: humeral stem or stemless, humeral head, replicator plate. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported post-op via an equinoxe shoulder clinical study, that a 55 yo female patient, initial right shoulder implanted on (B)(6) 2010, experienced excessive wear of implant components secondary to damage of articular surfaces. Patient has been experiencing continuing bilateral shoulder pain (manageable). Right shoulder shows glenoid wear. There was no action taken at this time. The patient will need a revision at some point. The date of event onset is (B)(6) 2023. The patient¿s outcome was last known as continuing. The case report form indicates this event is possibly related to device and unlikely related to procedure. No further information.

Manufacturer narrative:
B5: this is a hemi-arthroplasty. H3: the most-likely cause for the pain reported is progressive erosion of the native glenoid bone following 13 years of articulation against a metal humeral component in a shoulder hemiarthroplasty. However, this cannot be confirmed as the devices remain implanted and no radiographs were available at the time of evaluation. D4: model number: should be a short humeral head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5 h6 - impact code, problem code, investigation type, and investigation conclusion codes updated. The following sections were corrected: h6 - impact code (minor injury illness), problem code (adverse event w/o identified...), investigation type (device not returned and analysis of data provided), investigation findings (wear problem) and investigation conclusion (known inherent risk) codes no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Will need a revision at some point. Still continuing.